Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer also reported absence of vibration from the insulin pump, troubleshoot was completed for the vibration issue. Customer blood glucose was 124 mg/dl after swimming, customer started using the insulin pump on (B)(6)2017. Customer is using lantus since at night.